Event description:
It was reported that the patient was experiencing pain at the pocket site. It was also noted that the pocket site was sensitive to touch however, it does not show any visible signs of irritation. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket site was repositioned. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in march 2022.